Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port system was implanted via the internal jugular vein. It was further reported that there is an alleged break as saline leakage was noted. There was no reported patient injury.

Event description:
It was reported that the port system was implanted via the internal jugular vein. It was further reported that there is an alleged break as saline leakage was noted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8fr groshong catheter was returned for evaluation. Multiple pin hole ruptures were identified during visual and microscopic evaluation. The origin of the pinhole ruptures could not be determined, therefore the investigation is confirmed for a subcutaneous leak without embolism. The most likely root cause of the reported pinhole ruptures is sharp instrument damage, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.